Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was 420 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. Air bubbles was resolved with set change. After troubleshooting, customer was advised to return infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.